Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, method codes - additional.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to claim no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defect was found. The receiver was able to be charged and rebooted. The receiver log was downloaded. A manual test was performed and it failed. Functional testing was performed and it failed. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.